Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): spine tango implant report ¿ vbs implants (all). The following complications were reported in switzerland only (no complications occurred in belgium): intra-operative general complications: -1 anaesthesiological -1 pulmonary. Intra-operative surgical complications: -12 cement leakage not necessitating any intraoperative therapeutic measures -3 other. Post-operative general complications before discharge: -1 cerebral -1 death -1 other. Post-operative surgical complications before discharge: -1 radiculopathy -1 motor dysfunction -1 sensory dysfunction. Postoperative complications : -1 sensory dysfunction -1 motor dysfunction -1 adjac. Segment pathology -4 fracture vertebral structures. Reoperations: reoperations at any level: -1 failure to reach therapeutic goals -1 hardware removal -2 implant failure -1 instability -1 postoperative infection superficial -1 postoperative infection deep -1 neurocompression -1 other -18 unknown. Reoperations at the same level: -1 failure to reach therapeutic goals -1 hardware removal -2 implant failure -1 instability -1 unknown. This is for depuy synthes vbs and vertecem cement.